Event description:
On (B)(6) 2006: EKG: normal sinus rhythm, rate 75, left ventricular hypertrophy by voltage, probable early repolarization pattern. Chest x-ray on (B)(6) 2006, reveals no acute cardiopulmonary disease process. On (B)(6) 2006: diagnosis: cervical radiculopathy c5 and c6 with profound weakness anterior cervical discectomy and fusion c4-c5 and c5-c6, with decompression of the c5 and c6 nerve roots, interbody fusion using depuy spine bangle intervertebral cages and bone morphogenic protein, infuse 2, and instrumentation using depuy spine eagle plate (B)(6) 2006: cervical spine ap , lateral indication: post-op fusion comparison: (B)(6) 2006 findings: anterior fusion hardware is seen from c4 through c6. Prevertebral soft tissue swelling, consistent with postoperative state. Degenerative changes at c3/4 and c6/7. Alignment is anatomic. On (B)(6) 2006 diagnosis: postoperative hematoma and edema cervical spine. "I<(>&<)>arnp;d" of hematoma seroma cervical spine. Patient discharged home. Indication: dysphagia exam: CT scan on the neck with intravenous contrast. Comparison: none. Post-surgical edema with scattered bubbles of air causing mass effect on the trachea. A left prevertebral collection is present (post-surgical serosanguinous vs. Early abscess formation). On (B)(6) 2006: diagnosis: postoperative hematoma, anterior cervical spine. Incision and drainage, evacuation of hematoma. On (B)(6) 2007: history: pseudarthrosis. CT of the cervical spine performed without contrast. Coronal and sagittal reformatted images were also performed. Status post anterior fusion from c4 through c6 with discectomy and intervertebral disc graft at c4-c5 and c5-c6. Lucency surrounding the c6 vertebral body screws is present and there is a transverse lucency through the disc graft material at c5-c6. This is compatible with a pseudarthrosis. Some bony fusion is present at c4-c5. Uncovertebral spondylosis causes bilateral neural foraminal stenosis from c3 through c7. On (B)(6) 2007: x-ray: right knee standard due to trauma findings: there is a vertically oriented fracture through the lateral right patella. Moderate to large suprapatellar joint effusion is also identified. On (B)(6) 2010: physician visit and MRI his MRI shows significant artifact from his previous acdf from c4 to c6, but significant bilateral neural foraminal stenosis, worse on the right than the left, and some mild to moderate canal stenosis throughout the cervical spine from c3 to c7. Decision is to hold off on surgery at this time and continue medication and therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient presented with following pre-op diagnosis: cervical radiculopathy c5 and c6 with profound weakness and extensive cervical spondylosis. The patient underwent following procedures: anterior cervical diskectomy and fusion c4-c5 and c5-c6, with decompression of the c5 and c6 nerve roots, interbody fusion using depuy spine bangle intervertebral cages and rhbmp-2, and instrumentation using depuy spine eagle plate. Patient got discharged on (B)(6) 2006.